Event description:
On (B)(6) 2013, the patient contacted animas, alleging a prime (load step malfunction) issue. The patient reportedly received a "no cartridge detected" warning and the pump reportedly dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: during investigation, a rewind, load and prime sequence were performed successfully with no issues. The black box history was reviewed and showed no delivery, no prime, and no cartridge detected warnings on 05/10/2013 and 05/12/2013. The force sensor calibration and force sensor resistance were found not to be within specifications. The pump cover was removed and internal moisture was observed in the pump and on the force sensor pins. The load step issue was recorded in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge was returned and evaluated by product analysis on 07/25/2013 with the following findings: a visual inspection of the cartridge was performed and no damage or defects were found.